Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,16 (tsv4b16) was returned for investigation. Visual inspection of the as returned product identified signs of debris and wear marks about the threads and drive feature. Product matched print specification where measured. The patient is noted to be a smoker, which could contribute to infection. The reported product was located on tooth # 8 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has provided additional x-ray images of the product in place and following extraction. X-ray review notes that bone loss was confirmed, however the alleged infection and sinus perforation could not be verified. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsv4b16 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has not occurred and the reported bone loss event was confirmed. The alleged infection and sinus perforation could not be verified. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided/ unknown. Device catalog/ lot number: not provided/unknown. PMA/510(k) number: not provided.

Event description:
It was reported that implant was removed due to perforation of maxillary sinus at tooth location 8. Implant loss integration and infection and bone loss were noted. Pain, abscess, and inflammation also reported.